Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, impedance issues and high pacing thresholds, so it was explanted. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates the rv lead exhibited high out of range impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, impedance issues and high pacing thresholds, so it was explanted. A new device was implanted. No additional adverse patient effects were reported.